Manufacturer narrative:
(B)(4). G2: australia suggested code (annex g)- mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products ------------------------------------------------ 42522200613 persona asf uc 13mm ve r 7-12 gh lot # 63811315. 42532007902 persona tib stm 5 deg sz g r lot # 64219253. 42540200032 persona all poly pat ve 32 mm dia lot # 64387764.

Event description:
It was reported the patient had revision surgery due to unknown reasons about five years post implantation. According to sticker sheet, the femur and articular surface were exchanged. Previously, on an unknown date about two years pre revision, the patient received a washout with biopsies. No operative or further information provided.

Event description:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided. Not reportable. The reported event of deep/unspecified infection occurred >90 days post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection.